Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, noise was detected on the right ventricular lead. No intervention was performed at this time. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that programming changes were made. Patient condition was stable.